Manufacturer narrative:
H2: updated section h6 (clinical code and impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported redness and swelling of the incision and fistula, and a causal relationship between the ultrabraid suture and the reported clinical symptoms cannot be confirmed. The patient impact beyond the subsequent hospitalization and additional surgery could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that after a left side hip replacement on (B)(6) 2022; in which an ultrabraid suture was used to suture and repair the ligaments around the joint. The postoperative wound healed well. On (B)(6) 2023, the patient experienced redness and swelling of the incision, which persisted for a long time after incision and drainage; therefore the patient entered the hospital again for treatment on (B)(6) 2023. On (B)(6) 2023, the patient underwent incision debridement, exploration, and foreign body removal surgery. During the surgery, it was found that the fistula was related to the suture of the device. Patient outcome is unknown.